Event description:
Bilateral stents were placed in the limbs. While removing the contralateral capsule, the capsule got caught at the tip of a 12 french sheath. The capsule was retrieved when the sheath was removed.